Event description:
It was reported by the affiliate that (3) ems were used during a laparoscopic hernia procedure. It was reported that the staples are not advancing. The handle cannot be moved. The case was completed with another device and with no pt consequence.